Manufacturer narrative:
(B)(4). Added additional information the analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the doctor stated that the reload fell out of the stapler during procedure and had to be retrieved inter abdominally from the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.